Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 19 november 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that no insulin flowed through the pen ndl 32g 4mm hp 100 box 1200 ca while priming during use. This occurred on 13 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported no insulin flow when priming. 13 pen needles affected."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that no insulin flowed through the pen ndl 32g 4mm hp 100 box 1200 ca while priming during use. This occurred on 13 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported no insulin flow when priming. 13 pen needles affected."